Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation as well as additional information obtained when the csr contacted the patient for follow up. The patient reported that the alleged meter inaccuracy first began on (B)(6) 2018 at 6:30am. The patient also reported obtaining an alleged inaccurate high blood glucose reading with the subject meter on (B)(6) 2018 normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that she manages her diabetes with oral medication; diamicron (dose unspecified) and 500mg glifage xr twice daily (30 minutes before lunch and 30 minutes before dinner) in combination with diet and exercise and reported that on (B)(6) 2018 at 6:30am she took an extra 70 mg diamicron tablet in response to the alleged inaccurate high result obtained. The patient reported that 2 hours later, she developed symptoms of ¿cold-sweats and shaking¿. The patient denied receiving any treatment or medical intervention as a result of the alleged inaccurate high issue. During troubleshooting, the csr confirmed that the patient¿s test strips had been stored correctly and were within their expiry/discard date. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of diamicron based on an alleged inaccurate high result obtained with the subject meter.